Manufacturer narrative:
It was reported that a fiber broke inside of a patient during a procedure. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was unavailable for evaluation during the timeframe of this investigation. Past complaints were reviewed, and no identifiable trend related to holmium fibers breaking was found. The risk associated with a fiber break is classified as medium. There was no patient harm reported in relation to this complaint. No evidence of a manufacturing deficiency was identified during this investigation. The root cause could not be determined because the suspect fiber was not available for evaluation.

Event description:
It was reported that a fiber broke inside of a patient during a procedure. There was no patient harm reported in relation to this complaint.